Event description:
It was reported that a pump did not pass a flow rate accuracy test. The device was programmed to deliver 50 ml of fluid at 100 ml/hr. The customer stated that the pump only delivered 30 ml. There was no pt involvement.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and a flow rate test was performed per the sigma preventive maintenance procedure and the device was found to deliver within spec. An add'l flow rate test was performed using the event infusion parameters found in the history log (for a period of one hour) with the unit passing. Upstream occlusion and downstream occlusion tests were also performed per the sigma preventive maintenance procedure with the unit passing. Furthermore, excessive drip and pressure testing was conducted at 60 degrees fahrenheit with the unit passing. Review of the device history log could not confirm the reported test parameters and no device malfunction was identified. At this time, the date of event is unk.